Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Concomitant medical products: article: 38600 - robi metal outer sheath lot: yp10. Location of device: manufacturer. Product returned on: 24-feb-2026. Article: 38151 - robi plastic handle. Lot: su09. Location of device: manufacturer. Product returned on: 24-feb-2026. Article: 26176lv - bipolar high frequency cord, 300 cm. Lot: vm01. Location of device: manufacturer. Product returned on: 24-feb-2026. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "a flame appeared at the tip of the insert during a surgical procedure (hysteroscopy under laparoscopy), performed by dr, a robi storz forceps was used during the final hemostasis phase. The instrument was non functional from the moment it was first activated, and green lights appeared at the tip of the forceps on the video tower monitor. The robi forceps was immediately removed from the trocar. A visual inspection of the instrument showed no apparent abnormalities. The forceps was then tested outside the operative field by pressing the generator pedal: a flame appeared at the tip of the insert, and significant traces of melted and blackened plastic were visible." No negative impact in state of health reported.